Manufacturer narrative:
The clinic reported that two tips were involved in the procedure. This report is for the first tip involved. 5 tips were returned for evaluation as the reporting clinic was unsure which of the tips were involved with the reported adverse event. Upon evaluation, 3 of the tips passed leak testing, visual inspection and thermistor testing. A single tip failed leak testing, however passed visual inspection and thermistor testing. The final tip failed thermistor testing but passed visual inspection as well as leak testing. Functional testing was not performed on any of the tips as they were expired. A review of the data log shows that the system, handpiece and 2 of the tips performed as expected. Thermistor 3 appeared to be reading higher than normal temperature for the 3 remaining tips while thermistor 1, thermistor 2 and thermistor 4 were within normal temperature range. A review of the manufacturing records showed all requirements were met. No treatment information provided by the customer. Based on the evaluation of the data, the system and handpiece perform as expected. The tips were returned for evaluation but no issues related to this event were noticed during evaluation. Service was unable to verify the errors as the tips were expired. Based on the available information, burns are a known possible side effects during thermage flx treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The thermage tip has been requested but not yet returned. A review of the device history log is currently in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported by a clinic that a patient experienced a burn after a thermage treatment. Additional information has been requested but not yet received. The clinic reported that two tips were involved in the procedure. This report is for the first tip involved.